Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the modular chemistry (mc) sample probe in the unicel dxc 800 pro synchron clinical system was leaking. The leak was found while troubleshooting a failed glucose (glu) and blood urea nitrogen (bun) calibration. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) recommended the customer to manually flush the mc sample probe to see if there was a blockage inside the probe. The customer declined troubleshooting with cts and asked for a service visit. A field service engineer (fse) went on-site (B)(4) 2011 and was informed by the customer that the mc sample probe was leaking out of the collar wash. Fse inspected the vacuum valve and noted that it was clean. Fse then inspected the mc sample probe collar wash and noted that the vacuum hose had come off the collar wash. Fse reattached the hose. Fse also calibrated some chemistries and ran qc. All results were within specifications. Repair was verified per established procedures. (B)(4).